Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) on behalf of the pt (her mother) alleging missing segments display issue with a one touch ultra meter. The reporter indicated that the alleged issue started on an unspecified date/time 12 years ago. As a result of the alleged issue, the reporter claimed that the pt developed symptoms of shakiness. The reporter also mentioned that she had to treat the pt with extra food. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, if the pt tried to interpret her readings with missing segments, if she stopped testing because of the alleged issue, and what actions the pt took before the symptoms developed. In addition, it would have been helpful to know if the pt was able to test with another meter during the time of concern, what her last meter reading was before the symptoms developed, and if the pt felt symptomatic before the alleged issue began. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptom suggestive of severe hypoglycemia after the alleged issue began.